Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: the video connector was connected or disconnected without turning off the power to the system, which caused an overcurrent to be applied from the electrical contacts. Connecting the video connector to the system with moisture attached to its electrical contacts caused a short circuit and caused an irregular electrical load to be applied from the electrical contacts. The electronic parts inside the video connector have deteriorated due to repeated energization, as there has been no repair history for about 3 years since delivery. Static electricity was applied to the video connector electrical contacts. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment'' as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Check that the illumination light is coming out. Adjust the light intensity to the appropriate brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the image to turn green. No definitive root cause could be identified. The instruction manual operation manual describes the following warning: ¿chapter 3 "preparation and inspection:" 3.8 "inspection of the endoscopic system¿: "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope the image turns green. White balance does not improve. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿the image turns green. White balance does not improve.¿ was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.